Event description:
Allegedly a 600 plus pound pt had rolled against the siderails and the bed tipped over.

Manufacturer narrative:
The facility would not release any info regarding this event. The bed has been quarantined and the hill-rom field tech was not permitted to perform a function check on the bed. The hill-rom user manual for the advanta model 1600 states that the maximum weight capacity is 500 lbs. Warning: do not use the product outside the recommended pt height, width, and weight ranges. Pt injury or equipment damage may occur.